Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous intervention was performed on the right femoral artery, heavily calcified lesion. A supera stent was deployed at the right femoral artery lesion. After deployment and while retracting the delivery system, the supera stent stretched into the left and right iliac arteries. General anesthesia was provided and the stent was removed via surgery. The procedure time increased to 3 hours and 30 minutes. Another stent was implanted at the right femoral artery lesion. A significant procedural delay was reported. Hospitalization was prolonged. No additional information was provided regarding this issue.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and stent elongation was unable to be confirmed due to the condition of the returned unit. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a percutaneous intervention was performed on the right femoral artery, heavily calcified lesion. A supera stent was deployed at the right femoral artery lesion. After deployment and while retracting the delivery system, the supera stent stretched into the left and right iliac arteries. General anesthesia was provided and the stent was removed via surgery. The procedure time increased to 3 hours and 30 minutes. Another stent was implanted at the right femoral artery lesion. A significant procedural delay was reported. Hospitalization was prolonged. No additional information was provided regarding this issue.